Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted (B)(4) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent far field r-wave (ffrw) oversensing on the right atrial (ra) lead. Follow up yielded no information. The lead remains in use. No patient complications have been reported as a result of this event.